Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem customer technical support educated customer to always use room temperature insulin. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was 362 mg/dl.

Manufacturer narrative:
This report is a duplicate of 3013756811-2025-260505.